Event description:
It was reported that the patient experienced a loss of therapeutic effect. No accident or incident relating to the loss of therapy was reported. Battery voltage was reported to be at 2.8 volts. Additional information received reported that the patient's implantable neurostimulator was replaced due to normal battery depletion. The patient's lead was replaced due to the presence of high impedance values on three of the eight available contacts.

Manufacturer narrative:
Product ID: 3998, lot#: v044850v02, serial#: implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID: 37743, lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: programmer, patient product ID: 37083-60, lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that the lead wires broke for all three of her implanted systems. It was noted that the leads were placed in her neck and that the surgeries combined together have screwed up her neck. The system quit working due to a lead breakage. It was noted that there were no reported falls or trauma related to this issue. The lead broke in 2011.